Event description:
It was reported the balloon rupture occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel. A 8.0 x 60, 75cm mustang balloon catheter was advanced for dilatation. However, balloon burst occurred upon first inflation at 20 atmospheres for one minute. The device was removed and the procedure was completed with another of the same device. No patient complications reported.

Event description:
It was reported the balloon rupture occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel. A 8.0 x 60, 75cm mustang balloon catheter was advanced for dilatation. However, balloon burst occurred upon first inflation at 20 atmospheres for one minute. The device was removed and the procedure was completed with another of the same device. No patient complications reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. A visual examination of the returned device found that the balloon had been inflated and was not refolded. It is not known when the balloon was subjected to positive pressure. The balloon was inflated to its rated burst pressure of 20 atm with no leaks or issues noted. No issues were noted with the balloon material. A visual examination of the markerbands identified no issues. A visual and tactile examination identified no kinks or damage to the shaft. A visual and tactile examination identified damage to the tip.